Manufacturer narrative:
The reported event, lid of the housing is broken, was confirmed. Device was placed in parts retention.

Event description:
It was reported during inspection that the lid of the housing is broken. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported during inspection that the lid of the housing is broken. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.